Event description:
Study conducted outside of the us stating that re-ptca was performed because of restenosis on the target lesion, which occurred just prior to six months after the date of implantation (2004). Two stents were implanted to treat the target lesion. The procedure was successful. No patient effects were reported. No additional information was available.